Event description:
It was reported that during a follow-up low r-waves and high capture threshold were observed. Far p-wave oversensing was also observed. X-ray showed the lead was stretched due to the device moving from its original position. The lead was subsequently capped and replaced. The patient condition was good after the event.